Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device: right in myometrium/right side embedded in myometrium.'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage') in a 42-year-old female patient who had essure (batch no. B59461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multigravida, parity 4 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2005, (B)(6) 2014.), rash, rash both legs, pruritus, post herpetic neuralgia, skin warm, dry skin, redness, flaking skin, vaginal bleeding, abdominal cramps, anemia, vaginal itching, burning sensation, cough, shortness of breath, wheezing, urgency-frequency syndrome, flu, hemorrhoids, thrombosis, rectal pain, itchy, dysuria, illness, uterine bleeding, adnexa uteri cyst and tightness in chest. Previously administered products included for an unreported indication: mirena, hydrocortisone, hvdrocortisone acetate, iud, fluticasone salmeterol, montelukast, depo-provera and albuterol. Concurrent conditions included anxiety, asthma, seasonal allergic rhinitis, helicobacter pylori infection, threatened abortion, gerd, bloating, pelvic bone pain, urinary tract infection, left lower quadrant pain, influenza, hypermenorrhea, hemorrhagic cyst, postpartum depression, tenderness, abdominal bloating, hand pain, stress, vomiting, photophobia, sleepiness, diarrhea, constipation, acute stress disorder, insomnia, vision decreased, myopia, astigmatism, malaise, breast discomfort, irregular menstrual cycle, iron deficiency anemia, anxious mood, chlamydia trachomatis gynaecologic infection, neisseria gonorrhoeae infection, pap smear abnormal, walking difficulty, herpes zoster, disorder nail, nipple discharge, prediabetes, hyperplasia and carcinoma. Concomitant products included bioflavonoids nos;calcium ascorbate;hesperidin;rutoside;sodium ascorbate;zinc amino acid chelate (vitamin c 1000 plus zinc & bioflavonoids), iron, magnesium oxide (mag-ox), magnesium oxide (mag-ox), melatonin and naproxen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines/headaches"), nausea ("nausea"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("pain lower abdominal/cramps") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain."). The patient was treated with surgery (dilation and curettage and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, fatigue, alopecia, mood swings, migraine, nausea, vaginal discharge, weight increased and dysmenorrhoea outcome was unknown and the menorrhagia, pelvic pain and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, dysmenorrhoea, embedded device, fatigue, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy as per document date of insertion: (B)(6) 2014, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2018: pregnancy test - on (B)(6) 2018: positive. Ultrasound scan - on (B)(6) 2018: early iup, only yolk sac seen at this time, approximately 6 weeks 4 days. Fetal pole not yet seen at this time. Bilateral essures seen. Concerning the injuries reported in this case, the following one/ones were described in patients medical record: pelvic pain, headache, abdominal pain, menorrhagia, nausea. Batch no b59461 production date 2013-07-21 expiration date 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: plaintiff fact sheet received. Events added from pfs- dysmenorrhea (cramping). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device location of device: right in myometrium/right side embedded in myometrium."), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage") in a 42-year-old female patient who had essure (batch no. B59461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multigravida, parity 4 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2005, (B)(6) 2014.), rash, rash both legs, pruritus, post herpetic neuralgia, skin warm, dry skin, redness, flaking skin, vaginal bleeding, abdominal cramps, anemia, vaginal itching, burning sensation, cough, shortness of breath, wheezing, urgency-frequency syndrome, flu, hemorrhoids, thrombosis, rectal pain, itchy, dysuria, illness, uterine bleeding, adnexa uteri cyst and tightness in chest. Previously administered products included for an unreported indication: mirena, hydrocortisone, hvdrocortisone acetate, iud, fluticasone salmeterol, montelukast, depo-provera and albuterol. Concurrent conditions included anxiety, asthma, seasonal allergic rhinitis, helicobacter pylori infection, threatened abortion, gerd, bloating, pelvic bone pain, urinary tract infection, left lower quadrant pain, influenza, hypermenorrhea, hemorrhagic cyst, postpartum depression, tenderness, abdominal bloating, hand pain, stress, vomiting, photophobia, sleepiness, diarrhea, constipation, acute stress disorder, insomnia, vision decreased, myopia, astigmatism, malaise, breast discomfort, irregular menstrual cycle, iron deficiency anemia, anxious mood, chlamydia trachomatis gynaecologic infection, neisseria gonorrhoeae infection, pap smear abnormal, walking difficulty, herpes zoster, disorder nail, nipple discharge, prediabetes, hyperplasia and carcinoma. Concomitant products included bioflavonoids;calcium ascorbate;hesperidin;rutoside;sodium ascorbate;zinc amino acid chelate (vitamin c 1000 plus zinc & bioflavonoids), iron, magnesium oxide (mag-ox), magnesium oxide (mag-ox), melatonin and naproxen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines/headaches"), nausea ("nausea"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("pain lower abdominal/cramps") and was found to have weight increased ("weight gain."). The patient was treated with surgery (dilation and curettage and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, fatigue, alopecia, mood swings, migraine, nausea, vaginal discharge and weight increased outcome was unknown and the menorrhagia, pelvic pain and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, embedded device, fatigue, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy as per document date of insertion: (B)(6) 2014, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2018: positive. Ultrasound scan - on (B)(6) 2018: early iup, only yolk sac seen at this time, approximately 6 weeks 4 days. Fetal pole not yet seen at this time. Bilateral essures seen. Concerning the injuries reported in this case, the following one/ones were described in patients medical record: pelvic pain, headache, abdominal pain, menorrhagia, nausea. Batch no b59461 production date 2013-07-21, expiration date 2016-07-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of product technical complaint. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("malposition of essure device location of device: right in myometrium/right side embedded in myometrium."), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage") and abortion spontaneous ("pregnancy (stillbirth or miscarriage)") in a (B)(6)-year-old female patient who had essure (batch no. B59461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multigravida, parity 4 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2005, (B)(6) 2014.), rash, rash both legs, pruritus, post herpetic neuralgia, skin warm, dry skin, redness, flaking skin, vaginal bleeding, abdominal cramps, anemia, vaginal itching, burning sensation, cough, shortness of breath, wheezing, urgency-frequency syndrome, flu, hemorrhoids, thrombosis, rectal pain, itchy, dysuria, illness, uterine bleeding, adnexa uteri cyst and tightness in chest. Previously administered products included for an unreported indication: mirena, hydrocortisone, hvdrocortisone acetate, iud, fluticasone salmeterol, montelukast, depo-provera and albuterol. Concurrent conditions included anxiety, asthma, seasonal allergic rhinitis, helicobacter pylori infection, threatened abortion, gerd, bloating, pelvic bone pain, urinary tract infection, left lower quadrant pain, influenza, hypermenorrhea, hemorrhagic cyst, postpartum depression, tenderness, abdominal bloating, hand pain, stress, vomiting, photophobia, sleepiness, diarrhea, constipation, acute stress disorder, insomnia, vision decreased, myopia, astigmatism, malaise, breast discomfort, irregular menstrual cycle, iron deficiency anemia, anxious mood, chlamydia trachomatis gynaecologic infection, neisseria gonorrhoeae infection, pap smear abnormal, walking difficulty, herpes zoster, disorder nail, nipple discharge, prediabetes, hyperplasia and carcinoma. Concomitant products included bioflavonoids;calcium ascorbate;hesperidin;rutoside;sodium ascorbate;zinc amino acid chelate (vitamin c 1000 plus zinc & bioflavonoids), iron, magnesium oxide, melatonin, naproxen and omeprazole. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines/headaches"), nausea ("nausea"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("pain lower abdominal/cramps") and was found to have weight increased ("weight gain."). The patient was treated with surgery (dilation and curettage and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, fatigue, alopecia, mood swings, migraine, nausea, vaginal discharge and weight increased outcome was unknown and the menorrhagia, pelvic pain and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, embedded device, fatigue, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy as per document date of insertion: (B)(6) 2014, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2018: (B)(6) . Ultrasound scan - on (B)(6) 2018: early iup, only yolk sac seen at this time, approximately 6 weeks. 4 days. (B)(6) pole not yet seen at this time. Bilateral essures seen. Concerning the injuries reported in this case, the following one/ones were described in patients medical record: pelvic pain, headache, abdominal pain, menorrhagia, nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received reporter information was added. Lot no was added. Case become valid since injury nos replace by new specified event ; vaginal hemorrhage, menorrhagia, fatigue, hair loss, mood swings,embedded device, migraines, headaches, nausea, pelvic pain, cramps, pregnancy with contraceptive device, device ineffective, vaginal discharge, weight gain., abdominal lower pain, miscarriage, missed abortion. Severity updated pelvic pain, lower abdominal pain. Outcome was updated pelvic pain , cramps ,heavy periods. Concomitant drug and historical drug was added. Medical history was added. Lab test was added. 1st and 2nd follow up together. On (B)(6) 2019: pfs and mr received reporter information was added. Concomitant history was added. No new significant information was added. 1st and 2nd follow up together. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.